Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while newly using the ilet, with a nadir of 68 mg/dl that resolved within 15 minutes after ingestion of a tablespoon of honey; the device provided low glucose alerts, and no medical intervention or assistance was required. Symptoms included hypoglycemia without reported sequelae. Outcomes included no hospitalization, no long-term impairment, and resolution after oral carbohydrate intake. Investigation included troubleshooting and education on appropriate low glucose correction and acknowledgment that the system was early in its adaptive learning period. Investigation of this case revealed an adverse event of hypoglycemia with cause unclear and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.